Event description:
The info co received states that the balloon catheter of the balloon expandable coronary artery stent with delivery system would not inflate. The info further states that the stent was lost.